Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2012.

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the device would not cut/coagulate at all. Even a tiny vessel could not be grasped. A new device was opened to complete the procedure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss and nothing fell into cavity.